Event description:
Device 1 of 3: reference MFR report# 3006705815-2019-01184. Reference MFR report# 1627487-2019-04022. It was reported that the patient experienced ineffective stimulation due to low impedances, as a result, the patient underwent surgical intervention wherein the scs system was explanted and replaced. Effective therapy resumed post procedure.